Event description:
Reportedly, the subject pacemaker was interrogated during a regular follow-up visit of the patient, it was found that the battery of the pacemaker had been depleted and the recommended replacement time (rrt) had been reached. On the last follow-up which was performed 6 months before, the battery impedance was at 3.70 kohms and the time to rrt: 9 months (min 5 months). A pacemaker replacement procedure was performed. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned pacemaker did not reveal any anomaly.

Event description:
Reportedly, the subject pacemaker was interrogated during a regular follow-up visit of the patient, it was found that the battery of the pacemaker had been depleted and the recommended replacement time (rrt) had been reached. On the last follow-up which was performed 6 months before, the battery impedance was at 3.70 kohms and the time to rrt: 9 months (min 5 months). A pacemaker replacement procedure was performed. The subject device will be returned for analysis.

Event description:
Reportedly, the subject pacemaker was interrogated during a regular follow-up visit of the patient, it was found that the battery of the pacemaker had been depleted and the recommended replacement time (rrt) had been reached. On the last follow-up which was performed 6 months before, the battery impedance was at 3.70 kohms and the time to rrt: 9 months (min 5 months). A pacemaker replacement procedure was performed. The subject device will be returned for analysis.